Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4) found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving lioresal (2000 mcg/ml at 950 mcg/day) via an implantable infusion pump. It was reported that the patient had been experiencing volume discrepancies for the "last 18 months" relative to (B)(6) 2019. The volumes had been gradually increasing in size. The last three refills "increased from 8ml to 9ml to 10ml". At that point in time, the doctor decided to replace the pump prior to elective replacement indicator (eri). It was noted that a side port aspiration performed in office was successful with 1ml of fluid withdrawn. There were no environmental, external or patient factors which may have led or contributed to the issue. The pump was replaced on (B)(6) 2019. The pump was going to be returned. No patient symptoms were reported. The patient's status at the time of the report was alive - no injury. No further complications were reported.